Manufacturer narrative:
Additional information regarding the treatment of the meningitis episodes was requested; however, not made available as of the date of this report. Should additional information become available, a supplementary report shall be submitted. This report is submitted november 23, 2017.

Event description:
Per the clinic, it was reported that the patient suffered multiple episodes of meningitis since initial implantation of the device in 2013. It was reported that the patient was treated with medication for each episode (dates and type of treatment not reported). In (B)(6) 2017, the patient experienced an episode of meningitis with leakage of cerebrospinal fluid, and was subsequently hospitalized for a duration of 20 days (date not reported). The patient was successfully treated and cleared of the meningitis. On (B)(6) 2017, the patient underwent revision surgery in order to repair the cerebrospinal fluid leak. During the surgery, the device was explanted and the patient was re-implanted with another cochlear device during the same surgery. The patient continues to be clinically managed by their healthcare provider.

Manufacturer narrative:
Correction: the correction serial number is (B)(4) not (B)(4) as previously reported.